Manufacturer narrative:
Product has been received by greatbatch and investigation is in process. Once investigation is completed, a f/u medwatch 3500a will be submitted.

Event description:
Per email received on (B)(6) 2014, customer reports; during an unk pt procedure, the surgeon stated the reamers are dull. No pt injury was reported. There was a surgical delay of 10-15 minutes. No further info was provided.